Manufacturer narrative:
Result: broken motion interrupt pan.

Event description:
It was reported by svc report that the bed was stuck in the upper position and would not go down, and the motion interrupt pan was broken on head end right corner. It is unk if there was pt involvement or adverse consequences to report.